Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms even after three reservoir and set changes. Customer's blood glucose was 323 mg/dl and was treated by nurse with insulin drip. No delivery alarm was resolved with a complete set change. Products would be replaced as cause for of no delivery alarm could not be determined.